Manufacturer narrative:
Block h6: device code a0402 captures the reportable event of balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used during a procedure performed on (B)(6) 2023. The customer reported the balloon burst. No patient complications have been reported as a result of the event. No further information has been obtained despite good faith efforts.